Event description:
As initially reported to customer relations: a patient of undisclosed gender and age underwent an unspecified procedure in (B)(6) 2025 in which the cook celect platinum navalign femoral vena cava filter set, g34502, was used. Patient returned in a month prior to this report for filter removal and physician noted clots present and left the filter in the patient. During the follow up it was noted a secondary strut was bent upward. Additional procedural information from district manager received on 14jul2025: during the follow up case, they used large thrombectomy devices and yet another secondary strut became bent. The filter was not yet removed.